Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the harmonic ace jaws broke off into the patient and the fragment was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the device was used for dissecting and performed as intended up until the jaws broke. The customer confirmed the device was inspected prior to use and revealed no damage. The customer denied that the instrument made contact with any other instrument or hard material during the surgical procedure. Based on the information obtained about the event, the instrument was used correctly.

Manufacturer narrative:
The harmonic ace has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. For clarification, the insert was found with broken curved blade. Broken piece, approximately 0.45" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.